Manufacturer narrative:
B4: 07sep2021. The bench repair technician evaluated the device and confirmed reported problem. The technician replaced the gas delivery system to resolve the problem. The end cap, bezel rear, top cover, front panel assembly, front bezel, bracket kit and labels were also replaced. Rs232 connector nuts were missing and was added to resolve the issue. Performed all functional tests. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The returned gas delivery system passes all testing and executes standby mode normally. The customer complaint cannot be verified. No fault was found.

Manufacturer narrative:
Date of report: 12jul2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting biomed is reporting the unit was sent to the canadian bench and now the standby function is not working. Biomed is also reporting the outside covers have multiple cracks and is requesting replacement of any cracked plastics for this device. Customer is also reporting the rs232 connector is missing the 2 screws for securing the hospitals adt and medical records systems to the v60. The customer reported there was no patient involvement at the time the issue was discovered.